Manufacturer narrative:
Clearcorrect findings: there is very little information to go on other than what the patient has provided. Provider services has reached out the provider on several occasions to avail. Based on what the customer is stating her main concern is with divots in the teeth and the overall aesthetics. The aligners were shipped to the provider on march 23, 2018, there has been no revisions or anything additional done to the case. I have added the original patient photos below for reference as well. Clinical evaluation: the complaint is from the patient and largely centers around dissatisfaction with treatment goals and problems encountered during treatment. These problems include bleeding around the teeth, cracked teeth, "gashes" in the teeth, divots, interproximal reduction and tooth sensitivity. At this time, the patient is alleging that the aligners have caused damage to her teeth, incomplete treatment and patient abandonment by her dental provider. As a dental appliance manufacturer clearcorrect is unable to engage in matters that are within the scope of the practice of dentistry. As such clearcorrect cannot verify or address the clinical complaints and no assessment of risk to the patient from the aligners can be made. Additionally, the patient is seeking a return of monies from the dental provider. This issue is a contractual matter that clearcorrect is not a party to. It is suggested that the patient be referred to contact her respective state dental board to seek a resolution. From the photos provided I see no evidence to support the claims of tooth damage. I see an adult dentition with the corresponding incisal edge wear of someone of this age. The upper left photo on page 4 shows the patient's index finger pointed in the direction of the gingival margins of the mandibular left 2nd premolar and first molar. There are brown stains at the cervical enamel junction and recession of the gingiva. Often the area of recession has a notch, and I did not want to speculate but suggest that this patient has mistaken notching of the tooth root related to this recession as damage caused by aligners. The photos on page 6, in the lower middle and lower right are buccal views of bilateral recession and staining in this same area. Nevertheless, these findings would need to be verified with a clinical examination.

Event description:
The original information provided by the patient for (B)(4) states: ((B)(6) 2019) "the main thing that concerns me is I am not happy with how my teeth even are at the moment to be honest. They have had to be shaved down so now some teeth are super sensitive. Having only 2 trays left thinking about it and looking through my progress it looks nothing close to the end result. I still have my molars popping out on the sides. But my biggest concern after thinking about this & looking are these indents, I have on a lot of my teeth where the trays pressure is put on. It's like my teeth have gashes in them." Provider services asked if the patient had expressed their concerns with their provider and the patient's response was: ((B)(6) 2019) "he took the cement off my canine teeth 6 weeks ago because the trays didn't fit last time. This is why I don't see why things should be paid in full before completion. The dentist office is really great, and I love the staff. But now when I think about it, I did mention I needed to wear the trays longer before. Because I was on 6 weeks now 3 weeks, well technically until paid now.... To get my last 2 trays and retainer. I say that because it takes my teeth longer to shift & I can't always wear them 22 hours a day. Hence the added time. I also had my previous dentist make me wear them sometimes 8-10 weeks. It took 2 years. So, this treatment has me weary now when she said 12 trays. I assumed there would be more just cause my teeth haven't changed much, the past year." Provider services informed the patient clearcorrect would contact the provider to discuss the issues, unfortunately, the provider did not respond to any inquiries sent. On (B)(6) 2019 the patient emailed back stating: "I called 2 months ago about issues I was having. I am going into my dentist's office tomorrow. As I now have spots on my teeth from the aligners that have caused my teeth to get indentations and bleed/crack. So hopefully me and the office can come to some agreement on what to do with my treatment as its not yet completed." Again, provider services reached out the provider with no response. On september 7, 2021 the patient sent another email stating: "I was a patient at (B)(6). The treatment was never finished. I was a patient from 2018-2019 with your aligners. The practice will not communicate with me and I need your help & need you to step in. Wearing the aligners for far too long have caused permanent damage to my teeth. Before I decide to court, I would be willing to reach a settlement outside of court. Since you are involved with my case you have a responsibility to reach out to that practice and help get my money back. I already have hippa violations against this practice. The practice and your aligners are what have caused the damage. I am really hoping you take this seriously and help me. The practice won't return my calls or emails. They also never posted money on my account that was paid which is why treatment was never finished. I paid (B)(6) for unfinished services. With them not communicating with me and violating my rights as patient I want my money back. Please call me as this has gone on for 3 years plus."